Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to place the pump into storage mode and to return it to tandem using a pre-paid label. Customer will use mdi as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and sent a replacement pump, advising the customer on the steps to take upon receiving it.